Event description:
Customer reported that they received a note from (B)(6) ICU stating "this was found leaking on baby". Customer reports it appears that the third port (that comes without the smartsite connector) is cracked at the hub. There was no report of pt harm and medical intervention was not required. Although requested, no additional pt information has been provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). The affected device has been received for investigation but the evaluation is not complete. A follow up report will be submitted once the investigation has been completed.